Event description:
It was reported that the customer had compromised force sensor system alarm. No further information was provided.

Manufacturer narrative:
Pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform bolus/basal delivery due to the compromised force sensor system error alarm. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.